Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 9/20/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date or additional information from the user about the event, the cause of the event cannot be determined.

Event description:
On 10/4/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/24/24. The tbm reported on 9/24/2024 the user experienced a severe hypoglycemic event that resulted in hospitalization. The user had visited their healthcare provider (hcp), who performed a factory reset on the pump due to device concerns. The user was sent home to complete the site setup as the pump was out of insulin at the clinic and lacked the required supplies. Shortly after returning home and setting up the pump, the user experienced a hypoglycemic event. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.